Event description:
It has been reported that the system could not perform exposure and fluoroscopy intermittently during a procedure. The error message of ¿x-ray not possible¿ was displayed. The live and reference monitors did not display any images when the system did not expose. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during the diagnostic procedure which was completed as planned and issue resolved by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was intermittently unable to expose, the live and reference monitors did not display any images when the system was unable to expose. Upon inspection, fse determined that the ippc is not booting up intermittently. Review of the system log file showed x-ray generator warnings and errors. Fse reinstall the operating system and application software, and tighten all connectors. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.